Event description:
Customer reported a missing spike connector with the tip protector missing. The event was reported before use. No patient involvement, injury or medical intervention associated with this issue.

Manufacturer narrative:
(B)(4). This complaint for a report of a missing component (spike with tip protector) was confirmed in the lab on the returned sample; however, no root cause could be determined. Received one unused/open drain bag in original packing in reference to missing component. Set was visually inspected and noted that the spike port was missing from the set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.